Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the bolts that attach the panel to the sterilizer were not secure causing the reported event to occur. The technician replaced and secured the bolts, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the top panel on their 60" evolution sterilizer fell off the unit contacting an employee's head. Medical treatment was sought and administered. The user facility did not disclose what medical treatment was administered.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.